Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a female patient who had essure inserted (lot no. 50750351). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced intermenstrual bleeding (seriousness criteria medically important and intervention required), anaemia ("anaemia"), fatigue ("fatigue"), arthralgia ("joint pain"), cystitis ("cystitis") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to anaemia, fatigue, intermenstrual bleeding, arthralgia, cystitis or sleep disorder. The reporter commented: lot number: 50750351. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 07-jun-2022. The most recent information was received on 14-jun-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of intermenstrual bleeding ('metrorrhagia') in a female patient who had essure (batch no. 50750351) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2022, the patient had essure inserted. On an unknown date, the patient experienced intermenstrual bleeding (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), fatigue ("fatigue"), arthralgia ("joint pain"), cystitis ("cystitis") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the intermenstrual bleeding, anaemia, fatigue, arthralgia, cystitis and sleep disorder outcome was unknown. The reporter provided no causality assessment for anaemia, arthralgia, cystitis, fatigue, intermenstrual bleeding and sleep disorder with essure. The reporter commented: lot number: 50750351. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kgs. Batch no: 50750351. Production date: 2013-08-27. Expiration date: 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.